Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 morning but the blood glucose level during hospitalization was unknown. Customer was felt nausea and sever pain. Customer felt ok to troubleshot. The customer treated high blood glucose reading with manual injection and insulin pump. Customer current blood glucose is 263 mg/dl. Customer blood glucose at the time of the incident was unknown. Customer had contacted their healthcare provider for high blood glucose reading. Customer did not have any ketones. Emergency medical service was dispatched for high blood glucose reading. Customer cannot recall their blood glucose reading while hospital admission. The hospital name was (B)(6). The individual who reported the high blood glucose reading was (B)(6). Hospital phone number was (B)(6). Customer stated high blood glucose reading and non-diabetic related issue lead to hospitalization. Customer was released from the hospital on (B)(6) 2017, blood glucose event started on (B)(6) 2017. Customer reported drive support was normal. Customer declined to check for air bubbles and leak. Customer also declined to check for setting. Customer had weak battery on 06/07/17. Customer refused to do high pressure test and did not want to change the set but they already did before the call. Product will not be returning for analysis.